Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The cause was isolated to a broken solder connection on c22 on the defibrillator pca board and computer/analog board, where high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the excessive high voltage could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.